Event description:
It was reported that within a week of implant, the atrial lead had a high threshold and could not capture at maximum out. Follow-up with the physician's office determined that there was no perforation and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.